Event description:
Healthcare professional reported rupture of implants. This record relates to the left side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as fold flaw opening. Additional observations: observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported rupture of implants. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture of implants. Device has been explanted and replaced.

Manufacturer narrative:
Clarification: device not returned. Only device photo has been received. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture of implants. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.